Manufacturer narrative:
H6 patient code - no code available 3191 was used because there is not an equivalent FDA code for surgical intervention. Update to h6 evaluation method codes - device not returned 4114. Update to h6 evaluation result codes - no device problem found 213. Update to h6 evaluation conclusion codes - cause not established 4315.

Event description:
It was reported that the patient's leads had migrated. The patient underwent a surgical procedure where one lead was explanted (serial number (B)(6)) while another lead was repositioned (serial number (B)(6)). The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: repositioned lead, product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), lot: 5099783. Discarded lead product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), lot: 5071747.

Event description:
It was reported that the patient's leads had migrated. The patient underwent a surgical procedure where one lead was explanted (serial number (B)(4)) while another lead was repositioned (serial number (B)(4)). The patient is doing well post operatively.